Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gf3x, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The patient flew recently and went through the security scanner. The patient had checked their therapy since then and it was on. The patient felt stimulation. There were no trauma or falls that could be related to the issue. The patient was going to try to adjust stimulation to see if their symptoms resolved. The patient would see their health care provider (hcp) in (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient received directions for the therapy implant. The patient upped to 6 from 5 and was receiving stimulation, but it had not helped or improved their overactive bladder (oab) control as once was performing. The patient had an appointment with their health care provider (hcp) who did the surgery and implanted the device. The patient requested a manufacturer representative be there to consult with them. The appointment would be on (B)(6) 2015.